Event description:
The information received indicated that the angioguard guidewire stretched. When the physician advanced the angioguard to the lesion, the guidewire stretched. The angioguard was changed for another product.

Manufacturer narrative:
Lake region lot number 01417740 is cordis lot number 71209505. Per lake region report c 9,513 lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01417740. (B)(4), the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The information received indicated that when the angioguard was advanced to the lesion in the internal carotid artery, the distal portion of the guidewire stretched. The angioguard was changed for another product. The target lesion had hard plaque. The hemostatic valve was fully opened prior to insertion of the angioguard. There was resistance/friction experienced while crossing the lesion, which was able to be crossed. It is not known if excessive torque was used prior to the event. The device did not get stuck; just had difficulty in crossing the lesion. The device was then withdrawn and it was noted that the guidewire was stretched. One non sterile angioguard was received accompanied by a capture sheath, both coiled inside of a plastic bag. The capture sheath presented no visual damage. The angioguard was received with the torque device attached to the proximal section of the delivery wire. The filter basket was received inside of the deployment sheath (not fully seated). The coil tip presented a bent and stretched condition. The deployment sheath presented no visual anomalies. The filter basket and coil tip were inspected under a microscope and the damages observed with visual analysis were confirmed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01417740. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported distal tip-unraveled/stretched was confirmed during visual and microscopic analysis. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the event as reported. The records indicated that the product met specification prior to shipment. It was reported that prior to the event, there was resistance/friction with attempt to cross the lesion; however, it was able to be crossed. The instructions for use warns to never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action. Based on the reported clinical information, it appears that procedural factors including vessel/lesion characteristics contributed to the event. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
Additional information was received that indicated the target lesion was located in the internal carotid artery and had hard plaque. The portion that stretched was the angioguard's distal tip. There was difficulty crossing the lesion. The y-connector was fully opened prior to insertion of the angioguard.